Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user, it was originally reported that 2 cna's were standing next to the resident, holding the lift. 1 cna was holding the actual lift on its side and the other was attempting to hold the sling with the resident in it. Resident was still attached to the lift and had fallen to the ground due to the lift tipping over on its side during transfer. Resident was noted to be laying on her right side with a sheet placed underneath her neck and a "c" collar in place. Emt's transported the resident to the ER for evaluation. X-ray and CT of hip shows no fractures. On may 25, 2016, a joerns rep visited the facility to inspect the lift and provide in-service. According to the facility, there were two cna's doing the transfer of the resident and from what they could tell they believe that while they had the resident in the air doing the transfer from a chair to the bed, that the leg of the lift got caught on the chair causing it to tip over. The lift was inspected and found to be in good working order. (B)(4).